Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents; it passed the displacement test, self-test and off no power test. However, the insulin pump alarmed motor error alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify prime alarm due to motor error alarm. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.